Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure after sutured, the right ventricular lead exhibited low impedance. The lead was explanted. The patient was in stable condition.